Event description:
A us distributor reported that a battery charger was experiencing resets.

Manufacturer narrative:
Device evaluation of charger was completed. The reported problem (resets) could not be duplicated. Upon investigation the charger passed essential testing and was able to properly charge battery packs and did not reset. Additionally, upon further evaluation, contamination was found throughout the unit. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.